Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, unknown baker grade.

Event description:
Patient reported a left side capsular contracture, unknown baker grade and anxiety due to the recall. Device remains implanted.

Event description:
Patient later reported "breast is lumpy".

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, g2, h1, h6.

Event description:
Patient reported "breast is lumpy" and "blurred vision", which have been determined to be not device related. Previous medwatch submission noted capsular contracture, baker grade unknown. Physician letter received from patient confirmed left side capsular contracture, baker grade I-ii. Allergan has determined that the event of capsular contracture, baker grade I-ii is non-serious and a non-reportable event.